Event description:
The following was reported through a review of the article titled, "five-year outcomes of istent inject implantation with or without phacoemulsification in eyes with open-angle glaucoma." Reportedly following trabecular microbypass stent system procedures in a total of two hundred seventy-one (271) operative eyes, there was one (1) case of postoperative peripheral anterior synechiae (pas) in the implant ostium, which was treated with peripheral iridotomy. Through follow-up, the following additional information was received. Per report, the surgeon believes that the patient's angle anatomy predisposed this event (high insertion of the iris although the angle was still open) and that the device did not cause or contribute to the peripheral anterior synechiae (pas). Reportedly, the patient is "doing well" with intraocular pressure (iop) controlled. The report noted that the patient underwent a combined phacoemulsification and trabecular microbypass procedure with obstruction observed in one of the stents. Please see attached article for further details. Reference doi.org/10.1007/s40123-025-01134-x.

Manufacturer narrative:
Additional information: b3: publication date used for event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events (stent obstruction and peripheral anterior synechiae) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).